Event description:
The customer reported that the system did not start up normally and x-ray was not exposed. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery was replaced. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.